Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient received inappropriate anti-tachycardia pacing and shock therapies during a supraventricular tachycardia noted via remote transmission. The recommended programming changes were not made. Patient will continue to be monitored. Patient did not suffer any adverse consequences and is fine.